Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending cover had leakage and was damage about 4 centimeters from the distal end. The edge of the probe was damaged slightly. The insertion tube was scratched and worn 25-35 centimeters away from the distal end. The image was dark with one black dot in the center of the image. There were five ultrasonic cables that were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a black screen. The issue was found during reprocessing. There were no reports of patient harm.